Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad" was confirmed and reproduced during eval. The delay was caused by a failing processor printed circuit board (pcb). The failing processor pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a delayed keypad. There was no pt involvement.